Event description:
It was reported that a user experienced dexcom g7 connectivity issues with the ilet, including brief sensor issue, pairing failed, and sensor reconnecting alerts, while glucose readings continued on the dexcom app and blood glucose levels were unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status, no medical intervention, and no hospitalization. Investigation included troubleshooting and education to toggle cgm model settings and re-pair the sensor, with instruction to allow time for reconnection. Investigation of this case revealed a cgm-to-pump communication interruption limited to the ilet interface, consistent with transient bluetooth pairing and signal stability issues between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss due to device-to-device communication variability.